Event description:
The physician indicated that pt was skin tested with negative results. Pt rec'd initial treatment with 1.5 cc of collagen in the perioral areas. Pt noticed reaction and physician indicated pt now has redness, swelling, pruritus and scabbing in the injected areas. Physician has diagnosed hypersensitivity directly related to collagen injection. Physician advised pt to take claritin po, and pt may see allergist about symptoms.